Event description:
It was also reported that the right ventricular lead had increased and rising threshold and recently non-capture at high outputs. The lead was also observed to have oversensing, undersensing and undefined impedance. The patient also had complaints of intermittent pocket stimulation after the reprogramming. The device was subsequently explanted and replaced due to the associated lead issues. When the leads were disconnected from the device and the ventricular lead was tested via the analyzer, the measurements were normal. No obvious issues with the header were seen, however it is speculated that a connection/setscrew issue may have been pre-existing and was responsible for the lead issues. The right ventricular lead remains in use. In addition, the atrial capture management exhibited high threshold/output conditions for several months. There may have been far-field sensing of unipolar ventricular pacing contributing to the inaccuracy of the atrial capture management. The atrial lead was connected to the new device and remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated the set screw was found in the connector bore. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: 5076 x 2 leads, implanted: (B)(6) 2006. (B)(4).